Event description:
It was reported that the humidifier holder arm mounted on the ventilator broke. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The humidifier holder was not investigated by our field service engineer. The humidifier holder was replaced by the user facility but not returned for investigation. The consequence of this kind of mechanical damage is that the humidifier gets detached and, in a worst case scenario, falls off the ventilator carrier and may lead to stop of ventilation (extubation) or injury. There are no reported injuries related to this kind of breakage. The humidifier holder is intended for an active humidifier with or without a water bag, and the holder is specified and verified for a total load of 120 n (12 kg). To break the holder arm, extensive force outside intended use is needed. Our conclusion into this matter is that the humidifier holder most likely has been exposed to a mechanical force greater than it is designed to sustain. There is no ventilator malfunction.